Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio's eval of the logged event record observed that the analyze button may have been pushed twice in quick succession the two times the reported failure to complete the AED ECG rhythm analysis occurred. This phenomena was evidenced by the "analysis stopped" message that was logged almost instantly as after the analysis began. It is normal operation for the device to stop analysis if the analyze button is pushed twice before it is complete. However, a conclusive cause for the reported event was not determined.

Event description:
During the device use in automatic mode, it was reported that the device stopped the AED ECG rhythm analysis on a cardiac arrest pt and reverted back to monitoring. The device users power cycled the device and the same issue occurred during the analysis. However, the third attempt following the power cycle resulted in successful completion of the automatic rhythm analysis. The device use had no adverse effect on the pt. There were no further details on the event and/or pt provided.